Event description:
Medical notes reported inflammation, capsular contracture - baker grade iii-IV. The device was explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to a2: patient year of birth 1997.

Manufacturer narrative:
Further information from the reporter and physician regarding event, product, or patient details have been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left implant is broken also has inflammation values. The implant need to be removed as a matter of urgency. Patient also mentioned that there is no resistance when pressing down on the implant and one can press down to the ribs which means the implant membrane must be damaged. Device remains implanted.